Event description:
When vassallo gt .014 xsp (the product) was advanced in combination with the phoenix atherectomy system, there was resistance.while attempting to pull the product back and tried to re-advance, the product would not respond. The product was finally removed, and it was observed that the product had sheared off some coating. Although the exact location was unknown, the coating had peeled off at more distal end of the product. The procedure was completed removing the product from the patient's body and stopping bleeding with vascular closure device.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 [manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1419sp0,vgw1430sp0) distributed in japan, over the past three years showed that the number of events of coating peeling was small and did not show an increasing trend. [Returned product investigation] since the product is in the process of being returned to filmecc, it is not available for the investigation yet. The IFU warnings for this product states "do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) (...) Which may result in unintended adverse events requiring additional intervention.]" But we have received information that the product was used in combination with an atherectomy catheter, and therefore, we conclude at the moment that the event was occurred when metal part of the atherectomy catheter, which is a contraindicated device, came into contact with the coating of the product, causing resistance and resulting in coating peeling of the product. Since there are no problems in the manufacturing/inspection records, and since there is no trend indicating an increase in the number of similar events, it was concluded that this event was not attributable to product quality but to the procedure at the moment. However, we cannot completely rule out the possibility that detached pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] ~do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer coating, resulting in coating material remaining in the vasculature, which may result in unintended adverse events requiring additional intervention.] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating) after receiving the returning product, we will make another investigation and submit follow-up report on the investigation result.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure ((B)(4) distributed in japan over the past three years showed that the number of events of coating peeling was small and did not show an increasing trend. [Returned product investigation] based on the location and condition of the peeling of the ptfe coating on the product and the structure of the atherectomy catheter used in combination with the product, it was presumed that the peeling on the distal side of the product was caused by the catheter rotating while the product was bent in the blood vessel and in contact with the edge of the metal part at the tip of the catheter. The peeling on the proximal side which was mainly occurred on one side of the product was caused by the rotation of the torque shaft inside the catheter while the shaft was bent and the product was fixed so that it would not rotate. At more proximal side, it was presumed that the peeling occurred due to contact with the edge of the guide wire insertion port of the catheter and with the fixed part of the clip. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, we cannot completely rule out the possibility that peeled pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] ~do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer coating, resulting in coating material remaining in the vasculature, which may result in unintended adverse events requiring additional intervention.] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).